Event description:
Physician reportred post-op that pt suffered possible scleral burn. Upon notification surgery supervision notified alcon surgical. Ambulatory cataract surgery, rt eye in 1999 with iol insert. During early "scalping" of the cataract, a small thermal burn occurred on the anterior wound. This was immediately recognized. There was no elevation of the probe prior to incident, distortion of the wound from event. Mild thermal burn to wound.